Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well. It was found that the right ventricular (rv) lead exhibited high and increased threshold and non capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.